Manufacturer narrative:
Concomitant medical products: etlw1610c124e graft, implant date: (B)(6) 2014, etbf3216c124e graft, implant date: (B)(6) 2014, etlw1610c124e graft, implant date: (B)(6) 2014, etew1010c82e graft, implant date: (B)(6) 2014, w3dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high and erratic right atrial (ra) lead impedance measurements. It was also reported there were the following issues noted with the right ventricular (rv) lead: fracture, high and sudden increase in impedance measurements and noise. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.